Event description:
This report is being filed after the subsequent review of the following journal article, gordon, c.r., susarla, s.m., & yaremchuk, m.j. (2012). "Quantitative assessment of medial orbit fracture repair using computer-designed anatomical plates." Journal of the american society of plastic surgeons. 130(5), 698-705. A retrospective review at a university medical center reviewed the use of synthes titanium mesh plates for medial orbit repair. The retrospective review included a group of 15 patients, 1 women and 14 men who range in age 18 to 59 years. The patients underwent open reduction and internal reduction of medial wall floor fractures over a 12-month period, july 1, 2010 to june 30, 2011. Of the 15 patients, one patient experienced post-operative complications. The patient had a displaced, comminuted bone fragment in the posterior orbit. A computed tomographic scan was performed for evaluation. The patient was taken back into surgery and the fragment was removed successfully. There were no additional complications. This report is 1 of 1 for (B)(4). This report is for an unknown synthes matrixorbital titanium mesh plate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Gordon, c.r., susarla, s.m., & yaremchuk, m.j. (2012). "Quantitative assessment of medial orbit fracture repair using computer-designed anatomical plates." Journal of the american society of plastic surgeons. 130(5), 698-705. This report is for an unknown matrix orbital plate/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.